Manufacturer narrative:
(B)(6).

Event description:
As part of (B)(6) study (B)(6) experienced intraoperative complication "trochanteric fracture". Aemb classified this event as serious adverse device effect (sade) with special emphasis on surgical technique. At 3-month post-op patient was noted to use 2 sticks for walking due to initial partial weight-bearing of 15 kg for 8 weeks. No other indication of treatment or complications due to this event. Please be aware that as part of study reporting phase all (B)(6) study data underwent a systematic review. Any indication of previously undocumented adverse events have been collected and underwent an uniformed sponsored review by aemb. Events were never classified as adverse event by the reporting surgeon but have only received sponsor's classification by the aemb on 16th july 2018. No further information available nor able to be obtained.

Manufacturer narrative:
Results of investigation: an intra-operative trochanteric fracture was reported. No device was returned for evaluation. No batch number was communicated. Based on the available information no investigation can be performed. No further actions have been initiated. If additional information becomes available in the future this investigation will be reopened.